Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the following mechanisms likely caused the reported event (the loop is stuck in the coil sheath and could not be removed): mechanism #1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8) the slider was forcefully operated (as described above) causing the operation pipe of the slider to deform. Mechanism #2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed because the slider was forcefully operated. 4) due to the above, the loop could not detach from the hook. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual." ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during a polypectomy procedure. It was confirmed that the patient did not experience any adverse effects or complications.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the polyp was ligated with a retention snare and got stuck inside the body. The loop part fell off the ligation device before surgery, so the doctor has decided to reattach it and perform the procedure. However, when ligated, the loop became stuck to the coil sheath and the overall angle was straightened and the slider on the handle was pushed in, but there was no improvement. There was no gap between the stopper and the polyp/coil sheath. The wire part was broken and the current was cut and a loop cutter or high frequency snare was used. Additional information is pending for event details/further information.